Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to failed implants and loosening of the femoral component at cement to implant interface. Cement manufacturer is unknown. There was no visible cement on the backside of the femur/augment construct. The femur came out with the bolt (not broken and not attached to the femoral adaptor). The adaptor came out without evidence of having been cemented and had the threaded section of the stem broken off inside of it. The pressfit stem (115?) X 14? Had to be extracted using trephines. The stem had been cemented into the canal. The fb tibial baseplate and stem (looks like 75mm in length) were extracted together with great effort. The stem and baseplate were cemented in. The polyethylene had visible divots and gouges in the spine aspect of it. All components were removed from the patient. Extreme metallosis was visible upon entering the joint capsule. Doi: (B)(6) 2010; dor: (B)(6) 2019, left knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination, but x-ray images and photographs of the explants were returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.